Event description:
Clinical states implant fracture, pain and osteolysis. Rom limitations with swelling was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Supplied photographs confirm the reported event. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records and x-rays were provided and reviewed. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot codes required were not provided. The investigation could not draw any conclusions about the root cause of the device failure based on the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.